Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient's ipg was apparently over-discharged and has only had it for about 4 years. He was able to get it recharging but has had difficulty keeping it charged. There was an attempt to connect with the clinician tablet, pt remote and pt recharger but all were unsuccessful. There was a trickle charge por attempted however the issue was not resolved. No symptoms were reported. On (B)(6) 2024 caller states the ins has been off for quite some time and caller has notes that pt indicates 'it doesn't work' and the pt 'doesn't use it'. The caller is stating pt needs lumbar scan. Agent reviewed considerations and noted it is possible the ins is in over-discharge. Agent reviewed eligibility form and/or recovery of the ins via managing doc's office.